Manufacturer narrative:
(B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the programmer displayed an error message during start up. Another programmer was used. The programmer will be returned for service and repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found that the electrocardiogram (ECG) connector and handle update was required, no stylus was present. The reported event could not be confirmed, but software was updated.